Manufacturer narrative:
The device was returned for investigation and vyaire medical verified that the reported complaint was due to a known issue affecting 6th generation touchscreens. Therefore, the root cause was determined as due to the soldering issue of the device touchscreen during the manufacturing quality process. Replacement of the display was performed and the device has been shipped to the customer.

Manufacturer narrative:
At this time, the suspect device has not been return for investigation. The customer was informed that they will send the machine for factory repair. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported bellavista 1000e for touch screen not properly reacting on user inputs. The issue was detected when they wanted to shut-down the machine. Furthermore, there was no patient harm reported at the time of event.